Event description:
Surgeon was screwing an rci screw out of the tunnel as patella graft had broken and head of driver snapped. It was a size 9 tunnel and size 10 screw with bone block also in tunnel. It was not removed.

Manufacturer narrative:
Evaluation of the returned device indicated: severed driver tip confirmed upon receipt. Remaining shaft geometry measured within specification and hardness. Instrument lot number pre-dates current (B)(6) database; driver is at least 8 years old. Procedural image recording submitted by operative facility. Exhibits that driver tip substantially rotated within hexagonal screw cannulation before failure. Documented rotation suggests that driver was in service beyond useful life (worn tip contact surfaces) or used to transmit excessive torque. Corrective action: in consideration of the above observations no corrective action is required. (B)(4).